Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique device identifier (UDI) part analysis: the reported condition of drawer 2.1 off bus was confirmed by fse and subsequently confirmed in the dchu testing process. According to work order # (B)(4) the fse reported half height drawers 2.1 and 2.2 were off the bus. The fse powered the station off and checked the drawer controller boards, finding that drawer 2.1 had failed. The fse noticed that the retractor band had an unusual marking on it and appeared to be fused together. The fse replaced the damaged retractor band, the drawer controller board, and the pyxibus module board. Finally, the drawer was tested in diagnostics, and the customer verified its operation. During dchu visual inspection: p/n 353844-01: it was found on both retractor band that the flat flex cable had copper strands in short with adjacent copper strands showing signs of thermal damage. P/n 151622-01: it was found no missing components, signs of fluid ingress or any physical anomaly. During dchu testing: p/n 353844-01: the testing from dchu was not necessarily for both retractor bands due to the thermal damage observed on copper strands during the visual inspection. P/n 151622-01: the drawer controller was evaluated on an esd protected surface with a calibrated dmm and passed the resistance testing of diode d501, mosfet q501 and q601. The drawer controller was mounted to dchu hta equipment (c15-4594, no calibration required) and no intermittent behavior was observed through the functional testing, it showed acceptable results. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: it was determined that the root cause of the complaint component was generated by a short between adjacent copper strands of the assy retractor dwr hh cubie (p/n 353844-01) which led to the observed thermal damage.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer a 2.1 was off the bus and failed to open. As per part investigation, it was determined that observed thermal damage in the copper strands. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawers 2.1 and 2.2 was failed. A field service engineer (fse) found that the pyxibus module board had no lights. After powering off the station, the drawer 2.1 controller board was also identified as faulty. Additionally, the retractor band on drawer 2.1 appeared fused with unusual markings. The damaged retractor band, drawer controller board, and pyxis bus module board were replaced to restore functionality. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer a 2.1 was off the bus and failed to open. However, there were no delays or adverse events or injuries reported based on this event.